Manufacturer narrative:
The device was returned to zoll medical corporation. During the investigation it was noted that the reported problem was not duplicated during test. Log was reviewed and errors were observed occurring since (B)(6) 2026. The firmware was reloaded as a precaution. The device was recertified and returned to the customer. No emerging trend based on similar reports.

Event description:
Complainant alleged that during functional testing, the device prompted a "unit failed" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.